Manufacturer narrative:
Concomitant medical products: product ID: 407645 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving four inappropriate shocks. It was further determined, the right ventricular (rv) lead was fractured due to over tightening of the tie-down sleeve. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.